Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient received misshaped and not properly sealed packaging of infusion set on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.